Event description:
Complaint source is a pt of the complainant. Dr is a surgeon and since changing sutures approximately 1 yr ago, the dr has had a number of pts in which the wounds were slow to heal. The dr observed this in about 8-9 of his pts. The dr stated that the strength is lower on the newer suture and that the needle for the suture tended to break off in the pt. The dr has plots of this info as well as photographs.